Event description:
The event is reported as: the customer reports interference to the philips cardiac monitor from the upgraded neptune. No patient injury or intervention reported.

Manufacturer narrative:
The device sample is not available for evaluation. The results of the investigation are not available at the time of this report.